Manufacturer narrative:
See MDR 1920664-2009-00326 for intraocular lens used with this delivery device.

Event description:
After implanting the lens, the doctor noticed a small hole in the center of the lens optic. He enlarged the incision slightly to remove and replace the lens. The pt is fine.